Event description:
It was reported that, during the implant procedure, this right ventricular lead was attempted to be implanted due to multiple dislodgements. Another lead was implanted instead. No further adverse patient effects were reported.